Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited noise, oversensing and high impedances of greater than 2000 ohms which resulted in activation of the lead safety switch. There was no mention of intervention.